Event description:
An endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the distal lad to treat the target lesion. At 1 month, 6 month and 1 year follow-ups pt was asymptomatic / free of symptoms. Approx 13 months following stent implant, stent thrombosis was reported to have occurred. Stenosis diameter was reported to be less than 50%. Associated clinical signs and symptoms were angina. Investigator has indicated that the event was related to the study stent. At 1.5 year f/u, pt's current cardiac status was stable angina.

Manufacturer narrative:
(B)(4) (thrombosis).